Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1jhg6, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient experienced shocking during full body spinal MRI 9 weeks ago. During the MRI, the patient felt shocking sensation and uncontrollable leg twitching and patient yelled to stop the MRI. It was also reported that the device was off because each time the patient turned it on, they experienced pain down the leg and the ins site and well as constant toe curling. It was also reported that the interstim was going to be replaced today due to the patient's symptoms since the MRI scan. No further complications were noted or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID 3889-28, lot# va1jhg6, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pe will be updated accordingly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1jhg6 serial# implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated about four years ago they had an noncompatible MRI and "it fried the device." The patient said they no longer see that doctor but they still go to the same clinic.